Manufacturer narrative:
Incorrect cross ref complaints were previously mentioned in section h11. In section b5 incorrect MDR numbers were crossed referenced. Corrections are listed below. This event is filed under internal complaint ID (B)(4) casenumber (B)(4). Cross ref: (B)(4). Cross ref mdrs: 9610617-2025-00701, 9610617-2025-00699.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. Cross ref: (B)(4). This event is filed under internal complaint ID_: (B)(4).

Event description:
It was reported the scope had no video and no light on 3 scopes and 1 image was distorted and light cut out. It was stated that no patient was affected. No negative impact in state of health reported.

Manufacturer narrative:
Investigation results: the device was not sent to the manufacturer for inspection. As there are several components (camera, flex print, pcb, cable, connector, etc.) In the signal chain, which could all cause the described image distortion and light loss, a final determination of the root cause is not possible. This might have a production reason, or it has a handling reason at the user, or a problem in the further signal chain. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; this event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The customer will not return the device for evaluation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited.

Manufacturer narrative:
Correction in section c was accidently left blank in the initial MDR and now checked no. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Correction in section g3 added correct aware date of 04/11/2025. This event is filed under internal complaint ID (B)(4).